Manufacturer narrative:
Consumer reported experiencing dry, itchy eyes, soreness and stinging after using the product for the first time. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Event description:
Consumer reported experiencing dry, itchy eyes after using the product for the first time. She left the lenses in for the majority of the day as she needed them and later in the evening her eyes began to feel sore and began stinging. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.